Event description:
It was reported that during a diagnostic laparoscopy procedure, the device would not fire. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with a reload in the device. The reload was received partially fired and with the cartridge lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through out the lockout mechanism will break the device. Please reference the instruction for use for more info. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The mfg records were reviewed and no anomalies were found during the mfg process.